Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report number: 3004209178-2014-85386.

Event description:
It was reported that the customer is experiencing high blood glucose of 550 mg/dl. Customer stated that she went low. In the morning the customer woke up with blood glucose of 300 mg/dl; during lunch the customer tested at 548 mg/dl. The current blood glucose reading is 106 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.